Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported the numbers on the customer's insulin pump were continuously scrolling by themselves, a button was not working, and the reservoir was leaking insulin in the reservoir chamber. The customer eventually received a button error alarm. The customer's blood glucose was 350 mg/dl, which was treated with a shot. She experienced symptoms of thirst and not feeling well. No significant events leading to the keypad issues were recalled. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the functional testing and no button error alarm was noted. However, the insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube, cracked reservoir tube window, and a broken reservoir tube lip. The insulin pump had moisture damage on the display board. No moisture damage or insulin odor was noted in the reservoir tube.